Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was partially extended and dried blood/body fluid was noted in the helix housing, set screw marks were noted on the terminal pin in the correct location. After removing the dried body fluid, the helix mechanism was fully functional. Inspection of the lead body noted a cut through the outer insulation 18 cm from the terminal pin with a corresponding cut in the suture sleeve. The lead passed all electrical testing in addition to stylet insertion and pressure testing of the outer insulation only. Laboratory testing could not determine if the observed partial helix extension was the result of incomplete extension at implant or an issue with the helix. Additionally, no lead characteristics were identified that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged after exhibiting loss of capture (loc) at maximum device output. A revision procedure was performed wherein the lead was explanted and replaced. Upon explant, it was noted that the helix of the lead was not fully deployed. The patient was reported to not be pacemaker dependent. No additional adverse patient effects were reported.